Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cds practices (please see b5), results of third party testing (please see b6), the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the same bacteria were detected from the same sampling location in the first microorganism test and the additional test. Therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Pre-cleaning involved aspiration of water through the instrument/suction channel and flushing of the air/water, auxiliary, and forceps elevator wire channels with water. Aniosyme x3 was used as the detergent for precleaning and manual cleaning. Manual cleaning involved brushing the instrument/suction channel, suction cylinder, instrument channel port, and distal end. A bw-412t olympus brush was used during manual cleaning. Manual disinfection was done with aniosyde 1000. The automatic endoscope reprocessor that was used was soluscope series 3. Anios solution c was used as the detergent and anios solution a et p was used as the disinfectant. The scope was stored in a surestore societe by cantel. Olympus was used for maintenance and repair. The scope was not sterilized. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found the bending section cover adhesive was separated, switch #1 key top was scratched, the scope connector water mouthpiece was loosened, angulation was reduced, the up/down knobs had play, and the charged coupled device unit had white dots. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.